Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging a date/time issue with her onetouch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by customer service. The patient discovered the subject meter had a date/time issue at an unknown time on (B)(6) 2016. The patient manages her diabetes with insulin, administering 36 units of humulin 3 times per day. She reported that she continued with her usual diabetes management routine (including sliding scale) after the start of the alleged issue. She claimed that the following day, (B)(6) 2016, she developed symptoms of "dizzy, shaky, tired [and] headache" which she indicated was "because of the meter". She denied receiving any treatment for her symptoms. During troubleshooting, the cca noted that the meter was not being used for the first time. The patient reported that the issue occurred immediately after removing/replacing the battery. The cca walked the patient through resolving the issue and the issue was resolved. Replacement products were sent to the patient. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient, remains unclear. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia (shaky) after the date/time issue occurred.